Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition indicating a sensor mismatch issue. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition indicating a sensor mismatch issue. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer and the customer's complaint was not confirmed. There were no sensor mismatch errors observed in the downloaded event log. No malfunction of the device was noted.